Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's rechargeable ipg reached end of life. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine if the patient stopped charging their ipg.

Event description:
It was reported that surgical intervention occurred on (B)(6) 2024 to address the issue. Device was explanted and patient received new implant that restored effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.